Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. During the procedure, the device was bogging down, then it seized and stopped. A second device was opened and used to complete the case. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.